Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 11/24/2014 with the following results: battery compartment is cracked; the crack runs from the battery cap towards the case seal. The threads on the battery cap are damaged nd the battery cap contact height is out of specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the battery compartment was cracked and that the threads on the were stripped. There is no allegation of an adverse event. This complaint is being reported because the alleged issue is not resolved.